Event description:
Medtronic received additional event information: it was noted that a possible cause for the partial seizure was surrounding "edema" following embolization. This suspicion was unconfirmed as no MRI was performed. It was reported that the patient had undergone three embolization procedures to treat the atrioventricular malformation (avm).

Manufacturer narrative:
Patient information added patient weight information received from the same report as MFR: 2029214-2016-00661.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown.

Event description:
Medtronic received information that a patient experienced a partial seizure 10 days post onyx embolization. The patient's wife described a loss of contact and some chewing movements. When the ambulance arrived and attended to the patient, the patient was conscious with significant psychomotor impairment (glasgow coma scale 14). Patient was treated with keppra; however is no longer on keppra. The patient was reported to be stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.